Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, on (B)(6), 2010 when administering enteral nutrition it sprayed out of the button; the physician was concerned there was a problem with the backflow valve. The button was replaced with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the button device revealed no issues. The valve was in place and properly attached. Device was properly molded and assembled. A functional evaluation of the device was performed by inserting a syringe into the button body and pulling a vacuum. The body stem collapsed with the vacuum indicating the valve sealed properly. A second functional evaluation was performed by injecting water using a syringe into the button body verifying no leaks occurred. A vacuum was again pulled and body stem collapsed as expected. No issue found with the device. The condition of the returned unit was not consistent with the complaint incident that the button leaked. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, on (B)(6), 2010 when administering enteral nutrition it sprayed out of the button; the physician was concerned there was a problem with the backflow valve. The button was replaced with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.